Event description:
Reportedly, the stapler was loaded and fired correctly. However, when the surgeon removed the stapler he noticed some staples didn't completely form and there was a leaking area. The surgeon was able to repair the affected area during the course of operation which added 15 minutes to the procedure.